Event description:
It was reported that a drop in right ventricular lead impedance had occurred. The patient was asymptomatic to the change. Damage to the lead insulation was also noted. The lead was capped and replaced.